Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after approximately 15 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. All attempts at regaining the fiber optic arterial pressure (ap) were unsuccessful. The customer disconnected the fiber optic connector and was directed to connect the transduced inner lumen to the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter tubing. A kink was found on the catheter tubing approximately 54.1cm from the iab tip. A second kink was found on the catheter tubing and the inner lumen near the y-fitting approximately 75.9cm from the iab tip. Additionally, the optical fiber was found to be broken 11.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).